Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("one of my coils is embedded in my cervix") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of caesarean section, endometriosis, dysmenorrhoea, menorrhagia, grief reaction, anxiety, insomnia, pap smear abnormal, alcohol use (3 glasses of wine per week), smoker and obesity. Previously administered products included: alprazolam. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1714 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2013 from (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.231 kg/sqm. [Pathology test] on (B)(6) 2016: final pathologic diagnosis: a: cervical lbp - sure path - cervical- atypical squamous cells of undetermined significance (ascus)- hpv cutest is positive for high-risk hpv- satisfactory for evaluation endocervical/transformation zone component absent or insufficient. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device (10074498). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test .indication added .non drug treatment updated .event embedded device added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("one of my coils is embedded in my cervix") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of caesarean section, endometriosis, dysmenorrhoea, menorrhagia, grief reaction, anxiety, insomnia, pap smear abnormal, alcohol use (3 glasses of wine per week), smoker and obesity. Previously administered products included: alprazolam. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1714 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy). The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2013 from (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.231 kg/sqm. [Pathology test] on (B)(6) 2016: final pathologic diagnosis: cervical lbp; sure path; cervical; atypical squamous cells of undetermined significance. (Ascus): hpv cutest is positive for high-risk hpv- satisfactory for evaluation endocervical/transformation zone component absent or insufficient. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1713 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, 1713 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.